Event description:
A peritoneal dialysis (pd) patient's wife reported during setup she found fluid had leaked and suspected it was from the previous night's treatment. The fluid was under the cycler. The source of the leak could not be found. The patient switched to manual treatment. The sets involved were discarded. During follow up the patient stated that his effluent was no longer clear and that he had developed a (B)(6) infection. He was continuing treatment with a new cycler. Later follow up with the patient's pd nurse confirmed the patient had peritonitis and was being treated with 1 g vancomycin every 3 days via pd fluid. Nurse also believes the peritonitis was a result of touch contamination as a result of the manual exchanges following the cycler leak. The patient was not hospitalized and is now recovering.

Manufacturer narrative:
Te device has not been returned for evaluation at this time. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This report is associated with MDR 8030665-2014-00272.